Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that their original device was removed due to a staph infection on (B)(6) 2016. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the patient first started experiencing symptoms of the (B)(6) from (B)(6) 2015. Two days after it was put in, the patient had a place that was like a bowl and very deep and 3 days later they had to have it taken out. The patient thought it had something to do with the battery and the wire was fine. The (B)(6) had been resolved and the patient's device was put back in in (B)(6) 2016.